Event description:
Surgeon implanted an itst asis (short) nail in patient. Patient fell 2-3 weeks after surgery and fractured femoral shaft at level of distal locking screw. Nail was removed and a longer length itst nail was implanted.